Event description:
The technical service officer reported a flogard infusion pump where the "number 2 button of keypad was inoperative". The event was reported to have occurred before use. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the assignable cause was a disconnected keypad cable. A device history review was performed and no abnormality was observed in the manufacturing of this device. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter will continue to monitor similar reports to determine if further actions are required. The reported condition of the "number 2 button of keypad was inoperative" was confirmed during product evaluation. The assignable cause is currently unknown. Upon completion of device evaluation, a follow-up medwatch will be submitted.